Event description:
It was reported that the pump lost power.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed that the battery compartment cap height was out of specifications.